Event description:
It was reported the patient was implanted the day prior to report and was fine and then 15 minutes prior to report the patient started feeling a hot sensation. It was stated the patient ¿put her hand over it and stated she didn¿t feel it wasn¿t normal.¿ it was noted the patient had a warm feeling at the pocket that the patient described as hot. Reportedly, the patient stated it felt like the device not the area and stated it felt like when a cell phone battery heats up from talking.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the cause of the event was unknown and the event was attributed to the implantable neurostimulator (ins). It was noted that it was possibly due to the implant. It was unknown if there were any abnormal impedances. It was reported that the device was not explanted and the patient did not require hospitalization due to the event. The patient outcome was a non-serious injury or illness.